Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, needle clog) was captured and addressed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded; unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the consumer reported most from this box (50%) during injection would not allow her lantus to go thru the needle. Clogs during injection. Informed proper placement of pen needles to consumer.